Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a subcutaneous teflon infusion set (6 mm, 23 in) and stated they went through a whole cartridge overnight, then administered 30 units of insulin by pen about 30 minutes before reporting a blood glucose of 363 mg/dl. Symptoms included elevated blood glucose. Outcomes included the need for troubleshooting and education only. Investigation included phone-based assessment of use, infusion site, and dosing history. Investigation of this case revealed that the cause of the hyperglycemia was unclear and no device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.